Event description:
It was reported that an occlusion alarm occurred. Customer reported using humulin u-500 insulin. Tandem customer technical support informed customer that humulin u-500 is off label per the user guide. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Blood glucose level was 186 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.